Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Event date: unknown. Additional product codes for this report include hwc. (Expiry date): december, 2022. The original implant procedure occurred on an unknown date in (B)(6) 2014. Per facility, the complainant part will not be returned for manufacturing review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: january 16, 2014 - expiry date: december 2022. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 7572712 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015 that a patient was scheduled to undergo a hardware removal procedure of an intramedullary (im) nail on (B)(6) 2015. X-ray images confirmed that a synthes trochanteric fixation nail with a helical blade and a distal bolt had broken. Further information revealed that the nail had broken at the nail/blade interface. As a result, the patient experienced non-union, pain, irritation, discomfort, a decreased range of motion, and delayed healing. The broken nail was removed and the fracture site was reduced and plated. There were no reports of time delay(s) during the revision procedure. It was completed successfully. This report is 3 of 3 for (B)(4).